Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged that the pump was very hot. There was no allegation of an injury due to the pump heat. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:evaluation revealed that there was moisture contamination found inside the battery compartment. The pump was not able to power on. A test battery cap was used and the pump was still unable to power on. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of the pump temperature issue was not able to be investigated due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.